Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead was greater than 125 ohms. Ten months ago this lead was testing during the replacement procedure and the shock impedance measurement was 90 ohms. No adverse patient effects were reported.

Event description:
--